Manufacturer narrative:
Pump received with blank display due to corrosion on electronic assembly. Pump received without original battery cap and no battery smell noted. The insulin pump was also received with corroded battery tube, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the battery compartment was cracked. The customer also reported corrosion was present under the battery cap. Customer also reported a battery smell to the insulin pump and possible moisture exposure. Customer's blood glucose was 64 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.